Event description:
It was reported that the patients lead was coming through the midline incision. The patient underwent an explant procedure wherein all device components were explanted. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(4), batch: (B)(4).